Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the product code? Can you provide the lot number for d9568? Which product code were the needle popping off the suture?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle is popping off of the suture. No additional information was provided. There were no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.